Event description:
It was reported that during a procedure the ktp laser scope was broken. The patient was present and unknown if sedated. The procedure was aborted due to the issue with the scope. No further information was provided.